Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to swelling, cloudy fluid, metal staining throughout the greater trochanter, and significant thinning of the anterior wall and a loose piece of bone of the posterior wall. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. **update: (B)(4) 2012 plaintiff fact sheet received with part/lot information. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and discomfort.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.